Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced perforation (serious criteria medically significant and clinically significant/intervention required), pain ("pain"), rash ("skin rash"), fatigue ("fatigue"), headache ("headaches"), mood altered ("moodiness"), dry skin ("dry skin") and constipation ("constipation"). The patient was treated with surgery (hysterectomy, removal of essure on (B)(6) 2015). At the time of the report, the perforation, pain, rash, fatigue, headache, mood altered, dry skin and constipation outcome was unknown. The reporter considered perforation, pain, rash, fatigue, headache, mood altered, dry skin and constipation to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had perforation of organs and essure was removed by hysterectomy 5 years after placement. The reported event is serious as medically significant and unanticipated according to reference safety information for essure. Internal organs perforation may occur with essure, due to device migration or during insertion procedure. The perforation of internal bodily structures other than the uterus and fallopian tubes (e.g. Bowel, bladder, and major blood vessels) may occur during hysteroscopy, as well as during device placement; this risk is inherent with any hysteroscopic procedure. In this present case,is unclear which organs were perforated however, in a conservative approach causality between the event perforation of organs and the device cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-dec-2016: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had perforation of organs and essure was removed by hysterectomy 5 years after placement. The reported event is serious as medically significant and unanticipated according to reference safety information for essure. Internal organs perforation may occur with essure, due to device migration or during insertion procedure. The perforation of internal bodily structures other than the uterus and fallopian tubes (e.g. Bowel, bladder, and major blood vessels) may occur during hysteroscopy, as well as during device placement; this risk is inherent with any hysteroscopic procedure. In this present case, is unclear which organs were perforated however, in a conservative approach causality between the event perforation of organs and the device cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.